Event description:
It was reported that the patient had just started the warming protocol and the patient temperature was getting colder rather than warmer. Warming had been started over the past hour. Patient temperature had changed from 33.5 to 32.9, rn stated no medications were given, no alarms were noted, 1 blanket is on and 2 green circles are on screen. The room temperature is warm and the patient was repositioned 1 hour prior to warming starting. The water temperature is 38-40 and hose and blanket felt warm.

Manufacturer narrative:
This issue was resolved for the customer by advising the nurse to give the unit time to warm up, as repositioning may have altered the temperature being read. The customer was advised to call the support line if the alleged issue persisted, and no call back was received.

Event description:
No new information.